Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Analyst commented, power on reset (por) occurred on (B)(6) 2016 due to random bit flip, with reason: firmware,illegal opcode,undefined value 4((B)(6)). First por occurred during testing (B)(6) 2015, prior to implant (B)(6) 2016. Manufacture date in factory works is 2015-june-11. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) a power on reset (por) occurred due to a "random" bit flip. It was also reported that prior to ipg implant a por occurred in (B)(6) 2015. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.